Event description:
Customer reported that the insulin pump alarmed during the prime process. The blood glucose reading is 84 mg/dl. The drive support cap was protruding. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime insulin pump during a prime test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, battery tube threads, a scratched lcd window and missing end cap sticker also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.